Manufacturer narrative:
As reported, while deploying the 5f mynxgrip vascular closure device (vcd), the sealant came out when the device was removed. There were no reported patient injuries. The physician previously closed a vein with no issue. The device was stored per standard directions. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure used a retrograde approach, standard coronary femoral stick. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was removed from the package using the shuttle. The shuttle handle was not displaced. The sealant sleeve was not out of position. The vessel was the common femoral. The lesion was not calcified. There was no vessel tortuosity/angulation. There was no stenosis. Hemostasis was achieved by manual compression for fifteen minutes. The patient was not hospitalized. The patient has no issues. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The sealant was soaked in blood and bunched up between the balloon and the advancer tube. The procedural sheath was retracted to the shuttle handle. The condition of the returned device indicates an incomplete removal step of the device since the balloon catheter was not withdrawn through the advancer tube. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1811501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the sealant bunched up between the balloon and the advancer tube. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1811501, presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while deploying the my nx grip vascular closure device (vcd) 5f, the sealant came out when the device was removed. There were no reported patient injuries. The physician previously closed a vein with no issue. The device was stored per standard directions. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure used a retrograde approach, standard coronary femoral stick. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The device was removed from the package using the shuttle. The shuttle handle was not displaced. The sealant sleeve was not out of position. The vessel was the common femoral. The lesion was not calcified. There was no vessel tortuosity/angulation. There was no stenosis. Hemostasis was achieved by manual compression for fifteen minutes. The patient was not hospitalized. The patient has no issues.